Event description:
Customer reported that after using the empty syringe for blood collection, irregular crackswere found on the outer barrel of the syringe, indicating a need to enhance quality control. Customer reported that the syringe barrel is cracked.

Manufacturer narrative:
Based on the investigation, no abnormalities were detected during the analysis of the samples archived. Additionally, no trends related to this issue have been identified during our track-and-trend analysis.it is believed that the crack may have been caused by unexpected pressure from the assembly machine during production. Additionally, the defective product may have gone undetected due to oversight by on-line inspectors as a corrective action, all inspectors will be retrained and educated to carefully inspect each product individually, with a specific focus on identifying any breakage or defects. Defective products must be promptly isolated and scrapped to prevent them from reaching customers.additionally, our risk evaluation, conducted in accordance with iso 14971, indicates that the residual risk associated with this failure mode is low. Therefore, the residual risk related to this complaint is deemed acceptable based on the calculated risk priority number. This assessment is supported by our trend analysis and risk management documentation, which are regularly reviewed and updated as part of our post-market surveillance activities.as part of our ongoing commitment to customer safety and product quality, sol-millennium will continue to monitor for this type of failure. If a recurring trend is identified, further batch and sample evaluations will be conducted at our manufacturing facility.